Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. One complaints was received during this report period. One was determined to be misapplication. The reported device was labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken. (B)(4).

Event description:
This report summarizes <noe> 1 </noe> malfunction event which is associated with the nonconformance to device specifications and minimum packaging requirements as the device may not be operating and functioning as intended. No patient information was confirmed.